Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 (mg/dl) and moderate ketones. Customer changed their infusion set and administered a manual injection to treat bg level. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer's last insulin shipment was 80 degrees when delivered, and customer is concerned that the insulin may have experienced degradation due to the heat. Recommendation was made to consult with health care provider to discuss diabetes management.